Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(4) affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed neurological dysfunction and stroke in the occipital region following left ventricular assist device (lvad) implant. The patient experienced coma. Embolism was diagnosed based on computed tomography. Anticoagulant therapy was not performed at the time of the event. Anti-seizure medication was given. The cause of the neuropathy was unknown but air embolism during surgery was suspected.